Event description:
It was reported that the patient experienced an infection. It was further reported that the patient had "redness, swelling, and pain" "below her lead site" which had "infraorbital placement." The infection location was also stated as at the "catheter or lead track." The patient was administered "both oral and intravenous antibiotics." Cultures taken from the "device pocket" were reported as "negative culture" types. It was also noted that the patient did not have meningitis. It was stated that the patient underwent a "total device system explant." Further information was not known at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37712, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator. (B)(4).